Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years 8 months post transfemoral tavr procedure with a 26 mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve. The cause of the explant is unknown at this time.

Manufacturer narrative:
Correction to h6 based on additional information. The device was not returned to edwards lifesciences for evaluation; however, a device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other complaints relating to the reported event were identified. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for valve requires intervention for unknown reason was confirmed based on medical records. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. As reported, 'approximately 2 years 8 months post transfemoral tavr procedure with a 26mm sapien 3 valve, the patient's valve was explanted and replaced with a surgical valve'. Additionally noted that patient had history of covid infection, dm (diabetes mellitus), valvular disease, septicemia, streptococcus, deep vein thrombosis and hyperlipidemia. These patient's vast morbidities are risk factor for early bioprosthetic valve degeneration/deterioration. As such, available information suggest that patient factors (pre-existing comorbidities) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.